Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the 5f mynxgrip vascular closure device (vcd) sealant failed to deploy. There were no reported patient injuries. The device was stored in its box on a shelf, in a climate-controlled area. The product was stored, handled and prepped per the instructions for use. Hemostasis was achieved by manual compression. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant was protruding out from slit on outer shuttle cartridge, exposed to blood, and appeared to have ¿swelled¿. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was not returned with the catheter. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1904402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported. However, it is possible that procedural/handling factors may have led to an incomplete engagement of the advancer tube during the procedure, which could be due to the swelling of the sealant while still in the shuttle. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx grip vascular closure device 5f sealant failed to deploy. There were no reported patient injuries. The device will be returned for analysis. The device was stored in its box on a shelf, in a climate-controlled area. The product was stored, handled and prepped per the instructions for use. Hemostasis was achieved by manual compression. Additional procedural details were requested but are unknown.